Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 2:10 pm after receiving higher than normal blood glucose test from her prodigy diabetes meter. The end user experienced nervousness, stomach pain and a blood glucose reading of 598 mg/dl. The end user was taken to the ER and upon arrival her blood glucose was 96 mg/dl. No treatment was administered and after 20 minutes in the ER the end user was discharged with a blood glucose reading of 97 mg/dl. No further details were provided in relations to this medical event.